Manufacturer narrative:
Device not returned for evaluation.

Event description:
Post-op day 2, the device "migrated" from the incision location. It was still affixed to the skin. The surgeon removed the device and applied steri-strips. There was no dehiscence or wound complications noted.